Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The hypotube, collar, distal shaft and tip was microscopically and visually inspected. Visual inspection revealed that the collar is damaged and part of it is lifting. Microscopic inspection revealed no additional damages.

Event description:
Reportable based on device analysis completed on 22mar2023. It was reported that the device was bent. The 90% stenosed target lesion was located in the severely calcified superficial femoral artery. A guidezilla ii pv long guide extension catheter was selected for use. During the procedure, it was noted that the joint part between the wire and the catheter was slightly bent, and when pulled out the entrance area was lifter. Also, some resistance was noted, but it was usable until the end and could be removed normally. The procedure was completed with this device. No patient complications reported. However, device investigations revealed that the collar is damaged and part of it is lifting.